Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient has had difficulties charging since implant and has been overdischarged since (B)(6) 2017. A power on reset message was cleared on the day of the report, impedances were within normal limits, and there was difficulty finding more than 6 bars for charging. The nurse practitioner wrote for pocket revision due to the possibility of the battery being too deep. A surgical intervention is planned; however, it has not been scheduled or performed. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.